Event description:
Event occurred regarding a primary plum set where the reporter stated that in the last 2 days we have had 4 faulty primary plum sets. Leaking occurred from the blue port area. Leak happened as the nurse was putting up the line with mannitol. Patient involvement is unknown.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary: on 03/23/2026: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.